Event description:
Patient presented with the device that could not be interrogated. As a result, the device was explanted. At explant, it was noted that the lead was fractured. Hence, the lead was also replaced and capped.

Manufacturer narrative:
No communication could be established upon receipt. After cut open, the battery voltage was found to be unexpectedly low. An external power supply was applied to regain communication and the device detected in hwvvi. The reset was probably causethe device's low battery voltage. There were 258 charge recorded in lifetime diagnostics. The output transistor had shorted. It is suspected the lead might have arced causing a low impedance path that resulted in damage to the output circuitry.